Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, the pk dissecting forceps instrument was found to have a broken cable. Nothing fell into the pt. The procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip cable sticking out at the wrist, but not visibly damaged, suggesting cable failure at the back end. Housing was removed to find one grip cable broken at the proximal end of the hypotube. Evidence suggests failure due to chemical attack. Site has admitted to using peroxide in cleaning process, but has now stopped. Peroxide is known to damage cables. Instrument was likely exposed to peroxide, reducing cable tensile strength due to corrosion. Engineering also observed the distal end of main tube has material removed from what appears to be a combination of deep scratches and a scrape mark. Tube has various scratch marks that are randomly oriented, suggesting they were caused by instrument collisions. There is also one scrape mark directly above the proximal clevis with wear pattern similar to a cannula related tube abrasion. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Do not expose instrument to hydrogen (h2o), bleach, or alkaline-based cleaning agents, as this may result in instrument damage.